Event description:
It was reported that this right ventricular (rv) lead was a temporary lead and the patient pulled on it, causing it to become dislodged and present lack of capture as a result, and the dislodgment was confirmed by x-ray imaging. A new device was implanted. No additional adverse patient effects were reported.